Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen was damaged, resulting in a hardware issue involving a broken or cracked display, and a replacement device was sent while the user relied on backup therapy. Symptoms included no reported alerts, alarms, hypoglycemia, hyperglycemia, or other adverse health effects. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included complaint intake review and coordination for return under the warranty process. Investigation of this device revealed a device component failure associated with the display screen consistent with physical damage, with no functional alarms or therapy interruptions reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device design or manufacturing.